Event description:
It was reported that every evening when the ventilation vents/fans in the patient¿s condominium apartment turn on, the patient experiences a pulling sensation in her head and neck. The patient status at the time of report was alive with no injury. No other information was available. The patient was going to follow up with their physician.

Manufacturer narrative:
(B)(4).